Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely due to patient and/or procedural related factors. There has been no allegation of any device malfunctions. The device history record (DHR) reviews could not be performed as the device serial numbers were not provided. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
The following study was reviewed "the usefulness of rapid deployment valves in high risk patients: 180 patients at follow up - I. Birdi." The aim of this study was to investigate immediate post-operative outcomes with the rapid deployment valve (rdv), and also to evaluate post-operative echocardiographic findings, using edwards intuity valve, compared with the standard magna ease valve. 150 intuity valves were implanted and at 4.5 months follow-up the following outcomes were observed: six (6) patients experienced complete heart block and required ppm (onset 3-4 days post surgery).